Event description:
Pulmonetic systems, inc. Received a call from a rep of facility in 02. The rep reported the following problem: vent stopped delivering volume while on pt. No pt harm. Note received with unit stated: vent put on pt, ran about 20-30 minutes, then stopped cycling. Led remained lit and alarmed low pressure. No flow. It is like the turbine is totally shutdown.